Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a red and itchy rash underneath the lifevest. The patient also developed blisters underneath the lifevest. The patient's physician prescribed an unknown cream for the irritation, and the irritation healed.